Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm removed the drive manifold then returned at a later date and installed another drive manifold. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The stm has advised that due to the nature of the repair, the customer's biomed was instructed to run the iabp unit with a trainer and test balloon for a week. After the week long test, the stm spoke with the customer's clinical engineer who confirmed the iabp unit ran without any issues. Subsequently, the iabp unit was cleared for use and returned to the customer. The initial reporter is a getinge employee whose contact details are: (B)(6) which differs from that of the event site.

Event description:
A getinge service territory manager (stm) reported that during repair of the cs300 intra-aortic balloon pump (iabp), a failure of a drive manifold occurred. The stm noted that when the drive manifold was installed, the offsets could not be calibrated into tolerance for the transducers. The drive manifold was in the getinge stm's possession for over two years before the attempt to install, and is therefore not considered an out-of-box failure of the part. There was no patient involvement and no adverse event was reported.